Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer was reporting a past event. The customer's blood glucose level at the time of the event was 135 mg/dl. The alarm did not occur during the fill tubing process. The product was discarded. No product is expected to be returned.